Event description:
During cardiopulmonary bypass, the blood level in the oxygenator dropped below the alert sensor, whereupon the alert tone sounded. The blood level continued to drop below the alarm sensor. At this point the alarm did not sound, and the pump did not stop as expected. The alarm level sensor was moved to a different location on the blood reservoir, after which the device functioned as expected. The user had not pre-tested the level detector warning sensor as instructed by the instructions for use. No injury to the pt was reported.